Event description:
Adverse event(s): "fibers in the eye" (foreign body, removal of). Product problem(s): "fiber in the eye that the dr. Removed the next day" (foreign material present in device). The customer reported that the dr has been noticing fibers and he thinks that they are coming from the sleeves. However, she said that they might be coming from the btc as well. They had 1 patient about a month ago that had a fiber in the eye that the dr. Removed the next day. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).